Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A block reader was used to interrogate the radiofrequency identification (rfid)'s programmed information on the returned probe, and the rfid's contained no written data (0's in blocks). As a result the probe did not display the correct cut rate. This observed issue caused or contributed to the customer¿s experience. The root cause of the customer's complaint is related to operator error and material movement during probe testing. The probe was not programmed on the tester after final assembly. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. To mitigate recurrence, each probe assembly undergoes 100% visual inspection and is tested for actuation, aspiration, and cut during manufacturing. During end of line testing the probe is programmed and verified. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe did not cut during vitrectomy surgery and the aspiration was normal. The procedure was completed after the pak was replaced. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).